Manufacturer narrative:
Analysis of the returned fiber confirmed scatter coming from fiber tip event. Analysis identified that the fiber glass cap was protruding more than usual due to glue failure. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge was also identified. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glue failure.

Event description:
It was reported that during a photo-selective vaporization of the prostate, there was scatter coming from the fiber tip after 269,193 joules of use. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.